Event description:
Customer reported that she was hospitalized for diabetic ketoacidosis and renal deficiency. Customer stated that the cannula on the infusion set was kinked. Customer had a migraine and was vomiting and her bg was 401 mg/dl. She had a friend gave her an insulin shot and call 911. Customer stated that when the paramedics came her blood glucose was over 600 mg/dl; value at the time of the hospital admission was 380 mg/dl. Customer stated that the infusion set was disconnected at the quick release and the sensor was turned off when she was admitted. Customer was getting no delivery alarms and when the infusion set was removed it was noticed that the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.